Event description:
It was reported that on (B)(6) 2009, the patient underwent definitive decompression with interbody fusion, stabilization and pos @@@@@ posterolateral fusion with instrumentation at l3-l4 and l4-l5 and rhbmp-2/acs. The patient had previously sustained increasing symptoms of mechanical back pain and leg pain, which had failed conservative treatment. The patient complained of getting worse instead of better and described himself as feeling ¿miserable¿. He had undergone a previous discogram which revealed highly concordant pain at both l3-l4 and at l4-l5, the l5-s1 disc overall did not reproduce his concordance symptoms of pain. The procedures performed on the patient were lumbar hemilaminectomies with medial facetectomies and foraminotomies at l3-l4 and l4-l5 for decompression of dura and neural elements with use of operating room microscope; lumbar discectomies with excision of herniated disc fragments and free disc fragments at l3-l4 and l4-l5; transforaminal interbody fusion l3-l4 and l4 l5 with use of howmedica stryker interbody cage device; posterior spinal instrumentation using danek legacy pedicle screw instrumentation at l3-l4 and l4-l5 for completion of anterior and posterior column fusion through single posterior incision; intraoperative emg and ssep monitoring with performing and reading emg by dr. Hastings, neurologist. During the procedure, it was noted that the fixation was such that additional fixation was deemed not to be necessary to the obvious stability of overall construct. Copious irrigation solution was used to irrigate the wound using bacitracin solution. Finally, posterolateral fusion was carried out by decorticating the transverse processes, facets and pars interarticularis as well as transverse processes across the l3, l4 and l5 and combined with bone-bank bone and rhbmp-2/acs along the posterolateral gutters. The patient tolerated the procedure well and he went to the recovery room in stable condition without difficulty where he awoke neurologically intact with relief of his buttock and leg pain symptoms. On (B)(6) 2012, the patient underwent an MRI of the lumbosacral spine. The exam showed posterolateral stabilization of the lumbosacral spine from l3 down to l5 on the left. There was also evidence of disc desiccation and degeneration at the l3-l4 and l4-l5 levels with disc herniation posterolaterally on the left at the l4-l5 level with deformation of thecal sac but no compromise of its contents. There was however evidence of significant compromise of the left lateral recess and neural foramina and compression of the l4 nerve root. On (B)(6) 2012, the patient underwent a CT of the lumbar spine without contrast. The exam showed evidence of prior lumbar spine surgery, with left-sided paramedian bars and left unilateral screws at l3, l4 and l5. There was no evidence of peri-hardware lucency to suggest loosening. The transpedicular screw at l5 was proud to the left anterolateral l5 cortex by approximately 1.2 cm. There were interbody fusion grafts with spacers at l4-5 and l5-s1. The markers at l3-4 disc space were located somewhat eccentric to the left and posteriorly within the disc space. There was partial osseous bridging posteriorly and anteriorly as well as along the left lateral aspect of the articulation. The spacer at l4-5 was located somewhat eccentric to the left and posteriorly with the disc space. There was minimal osseous bridging posteriorly. On (B)(6) 2012, the patient was admitted to (B)(6) center where he underwent anterior lumbar interbody fusion at l3-l4 and l4-l5 with posterior decompression and pedal pedicle screws as well as hardware removal of posterior l3-l4 and l4-l5. The patient had complained of progressive back pain with worsening leg pain despite prior procedures. Patient also complained of weakness in his left leg with giving out. The procedures performed on the patient were anterior lumbar interbody fusion via lateral approach l3-l4 and l4-l5 with placement of nuvasive peek interbody cage at l3-l4 and l4-l5; anterior cage hardware removal at l3-l4 and l4-l5; approach through retroperitoneal lumbar spine at l3-l4 and l4-l5; posterior facet arthrodesis with placement of spineology facet screws l3-l4, l4-l5 on the right for 360-degree fusion. During the anterior cage removal, a slap hammer was used to remove the cage, which was removed in its entirety. There appeared to be some scar tissue and ectopic growth on the posterior portion of the cage. The paddle shavers were then placed in the disc space and pituitary rongeurs were used to remove any remaining debris. Since a chunk of ectopic bone and scar tissue was removed with the l4-l5 cage, it was decided that the hardware would not be removed on the left side. The spine was then decompressed. This had previously been discussed as a possibility with the patient and he understood that he may require decompression in the future. The patient had tolerated the procedure well. Prior to discharge on (B)(6) 2012, the patient had fallen when his left knee gave out on him. He was given a knee brace. The patient also complained of having significant pain since the surgery, specifically lower extremity pain, for which he was treated medically. On (B)(6) 2013, the patient underwent an x-ray of the lumbar spine which showed left sided pedicle screws extended from the l3 through the l5 levels which had been seen on prior radiographs. Interval facet arthrodesis on the right at the l3-4 and l4-5 levels. Hardware which had appeared intact with no obvious complication. Right l3 laminotomy changes were present. Slight grade 1 retrolisthesis of l5 on s2 which was not evident on the prior radiographs. The lumbar spine was seen to otherwise be in satisfactory alignment. On (B)(6) 2013, the patient underwent an x-ray of the lumbar spine which showed stable postoperative appearance of the lumbar spine. On (B)(6) 2013, the patient underwent a CT of the lumbar spine without contrast. The exam showed at l3-4: no definite recurrent disc. There was prominent left posterolateral heterotopic ossification/osseous bridging which likely resulted in at least mild left subarticular recess stenosis and mild left foraminal stenosis. Osseous canal and right foramen were grossly patent. At l4-5: there was extensive heterotopic ossification/osseous bridging across the left posterior lateral disc space and left anterolateral epidural space which resulted in at least moderate left subarticular recess stenosis and moderate to severe left foraminal stenosis. Canal and right osseous foramen were grossly patent. Also noted was lumbar spondylosis with estimated degree of stenosis, moderate to severe left foraminal stenosis at l4-l5, probable moderate left subarticular recess stenosis at l4-l5 secondary to heterotopic ossification and probable left mild subarticular recess stenosis at l3-4 secondary to left posterior lateral heterotopic ossification. On (B)(6) 2013, the patient was admitted to (B)(6) center where he underwent l4 hardware removal for the treatment of ra diculopathy, ectopic bone growth, chronic pain and lumbar spondylosis. The procedures performed on the patient were inspection of fusion; removal of hardware with lysis of scar tissue; removal of ectopic bone encasing l4 nerve root aswell as hardware; revision partial laminectomy at l4-l5 with l4 foraminotomy; intraoperative fluoroscopy. This was noted as being a complex case due to ectopic bone growth encasing nerve root as well as hardware. Per the operative note: ¿fluoroscopy was used to help localize the hardware as it could not be palpated due to it being completely encased in bone. A large gelpi retractors were then placed in the wound and a large bony mass was identified. This appeared to be over the screws. Several high speed burs were then used.¿ there were no complications and the patient tolerated to procedure well. Post-procedure, the patient had developed some leukocytosis and a fever of 102.2 and shortness of breath requiring 3l of oxygen. Patient complained of sweating profusely and feeling terrible. He denied cough, dysuria and headache. He stated his pain was controlled. He was treated medically. Subject was discharged on (B)(6) 2013.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.